Event description:
It was reported to philips that the system gave an alert indicating there was a short circuit in the generator converter, which can impact x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the short circuit in the generator converter. Upon checking with the customer, quote for evaluation and repair service was sent to customer however customer did not accept the quote and quote cancelled. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The evaluation method code was corrected.